Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a normal device change out procedure, the physician had difficulty disconnecting the right ventricular lead from the pulse generator. Set screw was removed and silicon oil was used but was unsuccessful. The device was explanted and replaced. The physician attempted to remove the lead from the old device and was successful. The old lead was connected and disconnected from the new device without issue. The patient was fine and would continued to be followed up normally.

Manufacturer narrative:
Analysis was normal. No anomalies were found.